Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the cutter was actuating but there was no aspiration force before the surgery. The issue was resolved after replacing the cutter. Details regarding the surgery and patient impact were unknown.